Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event of the fractured implant was confirmed by visual evaluation. Visual evaluation of the returned device shows signs of extreme wear and the locking screw has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen distal precoat agmt block, size d, 10mm catalog # 00599003420 lot # 62758299, nexgen distal precoat agmt block, size d, 10mm catalog # 00598801713 lot # 62610130, femoral component option for cemented use only size d left catalog # 00599401491 lot # 62735449, headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 63018401, prc agmt block dist sz d 10mm catalog # 00599003420 lot # 62133138, palacos rg 1x40 single catalog # 00111314001 lot # 80384394, stemmed tibial component precoat size 2 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598002702 lot # 62377019, headed screw 33 mm length catalog # 00598304033 lot # 62967695, prc agmt block post sz d 5mm catalog # 00599003401*op1000 lot # 62900782, prc agmt block post sz d 5mm catalog # 00599003401*op1000 lot # 62900780, headed screw 48 mm length catalog # 00598304048 lot # 62988684. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to dislocation and fracture of implant.